Manufacturer narrative:
Corrected information: section d information references the main component of the system and other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter.

Manufacturer narrative:
Other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine (15 mg/ml) at 2.9 mg/day via an implantable pump for malignant pain. The patient had a spinal surgery(spine fusion) and the catheter was cut during the surgery. The catheter was removed during the procedure then revised and repositioned. The healthcare provider programmed to prime the catheter segment with drug. No symptoms were reported. The pump and catheter were still functioning.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.